Manufacturer narrative:
A design history review was conducted. The product met all acceptance criteria; packaging and sterilization were performed in accordance with pre-determined, validated parameters. Device not returned to manufacturer.

Event description:
It was reported approximately 2 weeks after implantation that the patient complained about "afflictions": fever (39.6°); shivers; wound was red with secretions; painful restriction of motion. Second arthroscopic surgery was necessary. Arthrex dx was removed; surgeon did a debridement and a lavage, and inserted a drain. A specimen was collected which did not show any microbiologic correlative germs. Three days later, surgeon did another lavage and inserted a new drain. Patient remained in the hospital for 12 days after the second surgery. The device was discarded by the facility because it was "putrid".